Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2014, the patient underwent revision surgery to excise the excess scar tissue. During the same procedure the abutment was exchanged. The implanted device remains.